Event description:
Healthcare professional reported "rupture and exchange from textured to smooth implants due to the patient's concerns with the product" with mammogram. This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Later healthcare professional reported ¿no longer suspects a right rupture¿. Record is no longer reportable, un-reporting rupture

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.